Manufacturer narrative:
This issue was previously reported under MDR number 1628664-2022-00009 under the same suspect medical device but an incorrect manufacturer name, city and state.during the subsequent site visit by the field service engineer (fse), the manifold for the wash zone was replaced along with other parts. The fse determine the manifold was the likely cause. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts were replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect i1000sr platform and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant results described in this complaint. Based on the investigation no systemic issue or product deficiency was identified.section a1 patient identifier sids: (B)(6)

Event description:
The customer reported falsely elevated architect stat troponin-I results on three patients. Results provided: (B)(6) 2022 sid (B)(6) = 16.959 / 0.012 ng/ml; (B)(6) 2022 sid (B)(6) = 17.212 / 0 ng/ml. (B)(6) 2022 sid (B)(6) = 27.36 / 0.006 / 0.000 ng/ml. Normal range: 0.000-0.045 ng/ml. No impact to patient management was reported.